Event description:
Doctor reported the implant in tooth site # 27 was removed due to peri-implantitis. Patient had pain. Implants 26 and 27 had been inserted along with bone regeneration material one-sided in 2011. The provisioning was blocked (means that tooth was perfectly set in between other teeth, so it was completely stabilized) and screwed in perfectly until in march 2017 first signs of bone material loss could be seen on x-rays. 2019 was the first time periimplantitis had been diagnosed. In 2021 27 was no longer osseointegrated. 27 extracted.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Unique identifier (UDI) number unknown / not provided. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.